Event description:
The user facility reported that a cycle alarmed and did not complete in a system 1e processor. When replacing the steris 40 sterilant concentrate cup, an operator splashed liquid on her arm and wrist. The employee went to the emergency room where her arm was flushed and silvadene ointment was administered. The user facility reports the employee has returned to normal work duties.

Manufacturer narrative:
A steris service technician inspected the unit and found the cycle cancelled due to a water temperature alarm as the water temperature did not meet specified cycle requirements. The equipment has remained in service. The device was installed by steris on (B)(6) 2011 and the water temperature was in specification. During the technician's investigation of the reported event, it was identified that the user facility's incoming water temperature was not in specification. Upon recommendation from steris, the user facility has installed a water temperature booster to ensure the hot water supply is within the required parameters. As the previous cycle did not complete, the steris 40 sterilant concentrate cup the operator replaced may have had residual sterilant remaining. The operator was not wearing personal protective equipment causing residual sterilant to contact her arm and wrist when removing the s40 cup. The operator manual states (section 7-1)," appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Steris has scheduled in-service training on the proper operation of the device on (B)(6) 2011.